Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced bladder perforation during altis procedure. Date of procedure:(B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: bladder perforation during the dissection. Treatment: bladder suture. Status of the event: resolved on (B)(6) 2016 and device was implanted later on (B)(6) 2017. According to the investigator, the event is related to the procedure.